Manufacturer narrative:
D10 - concomitant medical products and therapy dates.

Event description:
It was reported that the pacemaker exhibited noise. No other information was available.

Manufacturer narrative:
Further information requested but was not received.